Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. It should be noted that per the instruction for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The device was used on the tricuspid valve, which is considered off-label use. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. All available information was investigated and the reported leaflet grasping issue appears to be due to patient anatomy. Furthermore, the reported clip caught on chordae was due to patient morphology/pathology in conjunction with reported poor imaging. The patient effect of foreign body in patient is due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip became caught in chordae and could not be removed. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Imaging was difficult due to the patient anatomy. The clip delivery system (cds) was advanced to the tricuspid valve and was attempted to be placed on the anterior and septal leaflet; however, there was difficulty grasping and the clip became entangled in chordae. Troubleshooting was performed to free the clip; however, the clip could not be removed and; therefore, was implanted only on the anterior leaflet to prevent injury to the chordae. The patient remained stable, and tr remained unchanged at grade 4. There was no clinically significant delay in the procedure. No additional information was provided.